Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This device was included in that field action, but returned product testing found the device did not perform as described in the field action. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the right ventricular (rv) pacing lead was beyond the expected upper range. Analyst commented, rv pace impedance steady at approximately 496 ohms through (B)(6) 2016, rises to at least 950 ohms (B)(6) through (B)(6) 2016. (B)(4).

Event description:
It was reported that during follow up check, right ventricular (rv) lead fracture was noted. Re-programming was performed, and the rv lead was scheduled for explant. No patient complications have been reported as a result of this event.